Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an electrocardiogram for a pause that was suspended. There appeared to be loss of contact at the beginning of the episode and again near termination. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.